Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during implant, the r-waves are diminishing after a few minutes while lead is still attached to the analyzer. This has happened with five patients over the past few months. The r-waves were noted to be adequate chronically. The leads remains in use. No patient complications have been reported as a result of this event.